Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Event description:
It was reported that the pt had had numerous unspecified illnesses and had seen several healthcare specialists. Pain was associated with the implant. The physician decided to explant the device. During the operation, under fluoroscopy, the surgeon noted that the remaining lead was confined entirely within the sacrum. The lead was damaged during the explant procedure. The lead fractured at the distal tip by the electrodes. The tines were explanted; 0, 1, 2 electrodes were left in the body. The healthcare provider cut down to the periosteum, but was unable to remove it. The pt was concerned about not being able to undergo MRI and the potential for infection. Following the explant, the pt noted that they still had some pain but most had subsided. Add'l info was requested.